Manufacturer narrative:
This lot was manufactured september 21, 2016 ¿ september 22, 2016. One actual infusor unit was received at for evaluation. Visual inspection on the unit via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the unit. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a no flow event occurred with a large volume infusor during patient infusion. The reporter stated that residual drug did not flow at the expected medication time. There was no patient injury or medical intervention associated with this event. No additional information is available.